Event description:
It was reported that during a da vinci s ureteroplasty procedure, the customer experienced system error code 23017. With the assistance of a technical support engineer (tse), the site performed an emergency power off (epo) to restart the system multiples times, however, system error recurred. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering confirmed the occurrence of system error code 23017 as well as system error code 25211. Engineering concluded that system error codes 23017 and 25211 were associated with the endoscopic camera manipulator (ecm) arm and remote arm controller (rac). The ecm is the camera arm located on the patient side cart, which provides the sterile interface for the 3d endoscope. The remote arm controller (rac) consists of five printed circuit assembly boards (pca) which operate together to provide control of the system arms. The system was repaired by replacing the affected ecm and rac. System error code 23017 appears when the da vinci s safety system determines that a motor did not respond as expected and the measured motion did not match the internal simulation of the motor. Upon determining this condition, the safety systems put da vinci in a recoverable safe state. System error code 25511 appears when the da vinci s safety system determines that a calibration error has occurred. Upon determining this condition, the safety systems put da vinci in a recoverable safe state. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.